Manufacturer narrative:
UDI #: a partial UDI is being reported because the lot number was not provided. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (IFU) states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent during placement of the distal stent and reduces the chance of damaging or dislodging the proximal stent. It is unknown if the IFU deviation directly caused or contributed to the reported event; therefore, an in-service letter is not required. In addition, it was reported that during removal of the device, resistance was met and use of force was applied. It should be noted that the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (IFU) states: should any resistance be felt at any time when withdrawing the stent delivery system or post-dilatation balloon into the guiding catheter, the entire system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or delivery system components. It is unknown if the IFU deviation contributed to the reported event; thus, an in-service letter will not be requested. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 2017- distal to stent; excessive force. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The whisper guide wire referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat multiple coronary lesions. A stent was implanted in the left circumflex (lcx) and one in the left main (lm) / left anterior descending (lad) coronary artery (lm/lad). The third stent, a 3.5 x 38 mm xience sierra stent, was attempted to be implanted distal to the stent in the lm/lad, but resistance was felt with the implanted stent in the lm/lad and the 3.5 x 38 mm stent dislodged from the delivery system. During snaring and removal of the dislodged stent, it was noted that the distal end of the whisper guide wire had broken off in the patient and was caught behind the implanted stent. The separated piece of wire was further embedded behind the implanted stent. A balloon pump was placed to stabilize the patient and the patient was noted to be doing better.